Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to the patient experienced a refractive surprise and refractive change overtime. The lens was replaced with a different model (toric) but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Health impact- clinical code: 4581 - refractive change overtime. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).